Event description:
It was reported that during a stent procedure, the balloon was advanced and inflated, but burst at 10 atm. Reportedly, the stent was adequately deployed. A small dissection was then noted that was not in the original lesion and an additional unplanned stent was implanted.